Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem of a touchscreen failure. A good faith effort (gfe) response has revealed that the device has been repaired, the device passed the required performance verification tests per philips standards and was returned to service. The customer has opted not to return the faulty parts for further investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: corrected data device problem code dpr-doi-06 electrical/electronic property problem - dpr-doi-06-21 - device sensing problem - dpr-doi-06-21-08 - failure to sense corrected to: dpr-hfi-02 - human-device interface problem - dpr-hfi-02-04 - inadequate user interface - dpr-hpi-02-04-01 - not applicable.

Manufacturer narrative:
(B)(6). The manufacturer still needs to complete the investigation of this event. An updated report will be provided upon completion of the investigation.

Event description:
The customer reported that the sensor has a problem. The device was in clinical use when the issue occurred. There's no patient/user harm reported.